Event description:
The customer stated that discrepant axsym estradiol results were generated for a patient. The first sample tube (no gel separator) generated a result of 0.0 pg/ml twice. The second tube (with gel separator) from the same patient generated a result of 34.00 pg/ml. The result of 34.00 pg/ml is considered to be correct. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. Device evaluation is in process. A final report will be submitted when the evaluation is completed.